Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. Surgical instrument damage to the valve was observed due to fta misuse. The device was not implanted and the event is not reportable. Update and/or corrections to the following sections: b4, b5, d4, d10, g7, h2, h6, and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Not implanted.

Event description:
Alleged defective implant.